Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned applicator and no damage was observed. Applicator had been fired, however, the sharp was observed loose. A visual inspection performed on the sensor pack and a bent rib was observed. The lid was observed completely peeled off. The platform was inspected, and no issues were observed. Visual inspection was performed on the returned sensor; no issues were observed. Upon visual inspection, the sensor plug was observed not properly seated. An extended investigation has also been performed. Visual inspection was performed and concluded that a misalignment within the sensor pack assembly prevented the pack¿s platform from lowering completely and caused the user to assemble the sensor patch incorrectly which led to the reported issue. This indicated that the process of assembling the pack platform with the pack container during manufacturing assembly had caused the damage resulting in the misalignment of the sensor container guide ribs and platform alignment and orientation. Therefore, this issue is confirmed due to a manufacturing issue. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the application needle remained stuck in the skin while applying the adc freestyle libre sensor and he experienced pain. Customer had contact with the nurse and got the needle removed from the arm. No further treatment was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that the application needle remained stuck in the skin while applying the adc freestyle libre sensor and he experienced pain. Customer had contact with the nurse and got the needle removed from the arm. No further treatment was provided. There was no report of death or permanent injury associated with this event.